Event description:
Additional information received reported that prior to the ins removal the patient had shoulder ¿issues¿ and had been seeing a healthcare professional (hcp) regarding it. At that time, the hcp thought the patient may want to see a pain management individual and that perhaps a new battery may alleviate some of the issues the patient had experienced. However, it was decided to just remove the ins system. Additional information received reported that the cause of the event was ¿age.¿ it was unknown if the event was due to the ins, lead or extension. It was noted that there was an explant of the ins and lead. Signs and symptoms of the reported event included a non-working stimulator. The patient outcome was recovered without sequelae.

Manufacturer narrative:
Concomitant pr: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3587a, lot # l40195, implanted: (B)(6) 1996, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported clarified that the patient had a very old device. The outside lining of the lead was calcified and had "basically turned into nothing." Each time the surgeon tried to take a piece out, it broke like glass. It came out in tiny pieces and this was why a 30 minute procedure took 1.5 hours.

Event description:
(B)(4): it was reported that the patient stopped receiving relief in 2004-2005. It was noted that ¿once in a while,¿ the patient would lie down and ¿faintly felt stimulation.¿ it was further noted that during this time, the patient ¿started going downhill.¿ it was noted that the patient was told in 2012 that he could have the implantable neurostimulator (ins) replaced or have the whole system removed to have an MRI performed. It was noted that the patient ¿chose to have the system removed.¿ it was noted that the patient¿s ins and lead were removed on (B)(6) 2013. It was noted that the patient felt a ¿burning and numbing sensation.¿ it was further noted that the patient had difficulty walking. It was further noted that the patient had no history of falls or trauma. It was noted that the physician told the patient¿s wife that ¿the leads had disintegrated in the patient¿s back and had to be removed in small chunks.¿ it was noted that the physician could ¿only give the patient the ins because the lead pieces were too small¿ after the patient requested to have the system. It was noted that the patient had not been able to sleep well prior to the surgery, but after the surgery ¿he slept for the first time in a long time.¿ it was noted that the patient ¿lost sight in right eye and one of his kidneys was bigger than the other.¿ it was further noted that the patient had ¿muscle deterioration, knee issues, ankle issues, and restless legs.¿ it was unclear if these issues were related to the patient¿s device.